Event description:
Related manufacturer reference number: 2017865-2021-35220. It was reported that the patient presented in lab due to elevated right atrial (ra) lead capture thresholds and right ventricular (rv) lead loss of capture. The physician elected to explant and replace both the ra and rv leads. The patient was in stable condition before, during, and after the procedure.